Event description:
It was reported that during a lobectomy, the instrument made a strange noise on the third firing after the cartridge was changed. As a result, ti could be fired but the staple would not be formed and the knife cut the tissue. There was no pt consequence. One device is being returned.